Manufacturer narrative:
The customer found that the foot tray was cracked when the lift was inspected. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The customer replaced the foot tray to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the foot tray was cracked. The lift was located in the patient room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).